Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 11.7 mmol/l. The customer's father stated the act and arrow down do not work anymore. The customer's stated that the device was not dropped or bumped and no contact with fluid. The customer was advised that we would replace via tnt.

Manufacturer narrative:
The pump had no button response due to a flattened down arrow button dome switch, and an unlocked keypad connector on the lcd board. The pump was received with a cracked case at the display window corner, minor scratches on the display window.